Event description:
Customer reports a fiber leak noted at the onset of treament on reuse number 3 noted by a blood leak alarm, visible blood in the dialysate lines and confirmed with hemastix. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.